Event description:
It was reported that this pacemaker system exhibited right atrial (ra) impedance issues and high pacing thresholds. Subsequently, the ra lead was surgically abandoned, and the device was explanted and replaced successfully. No additional adverse patient effects were reported.